Manufacturer narrative:
The inuslin pump was not received stuck in manufacturing mode. The pump was received with partially missing retainer, however was able to perform displacement test. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.